Event description:
Philips received a complaint on the heartstart xl+ device indicating that the device is not working.

Manufacturer narrative:
The customer worked with the philips rse. The customer has verified the issue. The customer ran several tests, and the device displays errors (9:2) and (10:2). These errors require the replacement of the processor printed circuit assembly (pca). The device is at the end of its life since (B)(6) 2022 and there are no parts available to carry out repairs. No further action is required at this time.